Event description:
While positioning stent in patient the stent came off the balloon. Stent was lodged in the sheath requiring sheath and balloon to be removed from patient and a new sheath placed. Stent was removed from patient.